Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2016-00735. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the right pulmonary artery using an indigo system aspiration catheter 8 (cat8) and an indigo system separator 8 (sep8). During the procedure, the target vessel was accessed using other manufacturer's sheath and catheter. Another manufacturer's guidewire was then advanced into the upper lobe of the right pulmonary artery. Next, the physician advanced the cat8 into the patient with the distal tip just proximal to the clot. The sep8 was then advanced into the cat8 but was not advancing smoothly outside of the cat8 because it was hitting up against the chronic clot. The physician removed the sep8 and noticed that the sep8 was stretched. Subsequently, the physician attempted to "cork" the clot using just the cat8. With the aspiration on, the physician was able to successfully "cork" the clot and remove it from the pulmonary artery and out of the patient's body. However, upon removing the cat8 from the patient, the physician noticed the tip of the cat8 was compressed. It is unclear how the cat8 became compressed. The physician was unable to complete the procedure using the compressed cat8. Therefore, a new cat8 was opened to successfully complete the procedure. There was no report of an adverse effect to the patient.